Event description:
In 2008 the pt reported the plunger of the insulin cartridge became stuck to the piston rod of the infusion device while changing his insulin cartridge. He stated that a large amount of insulin spilled into the cartridge compartment of the infusion device. He was educated on the proper technique for inserting and removing the insulin cartridge. The patient was not able to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.